Event description:
It was reported when using an unknown bd¿ blood collection tubes customer is having vacuum problem. The following information was provided by the initial reporter. The customer stated: "laboratory material vacuum tubes are 90% very useful, despite the fact that with prothrombins we sometimes have vacuum loading problems."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using an unknown bd¿ blood collection tubes customer is having vacuum problem. The following information was provided by the initial reporter. The customer stated: "laboratory material vacuum tubes are 90% very useful, despite the fact that with prothrombins we sometimes have vacuum loading problems."